Event description:
It was reported that the device was removed as it "was not properly connected". No other info was provided at the time of this report. Additional info has been requested from the hcp, but was not available as of the date of this report.